Event description:
It was reported that a dissection occurred, requiring surgical intervention. This eluvia drug-eluting vascular stent system was implanted in a complex patient case that involved atherectomy and the use of this eluvia stent. A few hours after implant, a vessel dissection occurred. The patient was brought to surgery and had a successful procedure. The physician noted that they felt they had severely stressed the vessel and made no allegations against the eluvia stent.

Manufacturer narrative:
B3. Date of event: date was estimated, as it was not provided and is not available. D6a. Implant date: date was estimated, as it was not provided and is not available.